Event description:
It was reported that during a sleeve gastrectomy procedure, the problem was that the tissue pad of the inactive part of the tip of the instrument came out of the tip, and the instrument could not be used for safety. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.